Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 270 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident and he had suspend on low. Treated high blood glucose with the pump. No medical attention was required. Customer declined troubleshooting for the high blood glucose for the pump. Explained there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. Activity at the time of the reported sensor glucose verses blood glucose event was driving. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 50 mg/dl. Suspend on low limit in sensor settings was 50 mg/dl. He was driving and had to wait for an appropriate place to stop and check his blood glucose and his pump was suspended during that time resulting in the high of 270 mg/dl. Neglected to mention aftercare e-mail. Replaced both sensors and brought one sensor back for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.